Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pace impedance measurements greater than 3,000 ohms and a high threshold measurement of 3.5v @ 1.0ms. It was noted that there was no capture in bipolar. As a result, this rv lead was surgically abandoned and replaced due to suspected lead fracture. No additional adverse patient effects were reported.